Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient experienced a blood glucose of 400 mg/dl with positive ketones. The reporter indicated that the patient's pump emitted a loss of prime after the patient went to bed. The reporter indicated that when the patient woke up in the morning, the patient's blood glucose had elevated to 400 mg/dl with positive ketones. The reporter confirmed no external factors to cause the loss or prime issue. The reporter indicated that the suspect cartridge had been discarded. This report is made based on the allegation that the patient experienced hyperglycemia related to a cartridge loss of prime issue.

Manufacturer narrative:
The cartridge has not been returned to animas; the reporter indicated that the suspect cartridge had been discarded. The reported indicated that the pump was alarming for a loss of prime warning to alert the user of an issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.